Event description:
It was reported that a patient received the new ptm coils, however, they are still having a hard time charging their right implantable neurostimulator (ins). They have to press the coil into their chest to get the device to charge and still cannot charge both devices at the same time. Based on the patient's report, it does not seem that replacing the coil for the right ins showed any improvement, even from the start. Additional information was received on (B)(6) 2022 stating that the charging speed and temperature were tested. As predicted, the default value for recharging was set on both devices (at 4). So, they are still having problems with charging. Today, the patient received an error on his left device that said "charger problem, disconnect. Reach out to medtronic." Another thing they noticed was a large impedance increase on the right hemisphere ecog array. Specifically, the doctor indicated this was in contact 8 (around 10,000 ohms). The patient continued to experience recharging issues even after having been provided with rtm replacements.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.